Event description:
Report received from (B)(6) stating that the device's hose came apart at the pressure relief valve. It is unk if the device was used in surgery. There was no pt injury. It is unk if any user injury or medical intervention occurred. No add'l info was provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "came apart" was not confirmed. Reliability engineering found the outer hose to be in good condition and not separating. However, a cutter could not be secured in the motor. The motor's locking components were observed to exhibit damage that is consistent with power braking. Power braking occurs when the locking mechanism is engaged while the motor is rotating. If add'l info is received, a supplemental report will be sent.